Event description:
Event description cpi received information that the phsyician elected to explant this implantable cardioverter defibrillator (ICD). Additionally, during the explant procedure, lead damage was observed on the proximal portion of the pace/sense lead and a review of the therapy history revealed a less than 10 ohm impedance measurement that occured prior to the procedure. The episode revealed that the ICD delivered a 31j shock and successfully cardioverted the patient. Therefore, the physician attempted to repair the lead; however, following this repair, sensing and pacing capabilities were not functioning appropriately. Therefore, the ICD and lead were explanted.